Manufacturer narrative:
Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section g4 - PMA/510(k) #: this report is being filed on an international device; tecnis eyhance simplicity toric ii optiblue with tecnis simplicity, model diw series that has a similar device, tecnis eyhancetoric ii iol with tecnis simplicity model diu which is distributed in the united states under PMA p980040. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the extended depth of focus toric intraocular lens (iol) that was implanted in the patient's left eye (os) rotated approximately 30 degrees after it was implanted. The account indicated that the goal was to achieve a residual axial angle of 148 degrees and residual astigmatism of -0.46d after lens correction. However, the actual axial angle was 180 degrees, with astigmatism of -2.25d, leading the patient to express dissatisfaction with the vision in the left eye. It was also reported that the patient was implanted with an extended depth of focus toric iol in the right eye (od) and the iol axial rotation and increased astigmatism also occurred, though it was less severe than in the left eye. The right eye is currently under follow-up observation. The physician was considering whether to surgically reposition the lens in the left eye or to address the issue with glasses. No patient injury was reported. No medical intervention was required. Through follow-up, we learned that the patient was not hospitalized. The preoperative and postoperative visual acuity was unknown. The residual astigmatism on the patient's left eye was -2.25 cylinder. No further information was provided. Note: a separate report will be submitted for the intraocular lens (iol) implanted in the patient's left eye.